Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe sterile, single use, 3 ml was missing scale markings. The following information was provided by the initial reporter: " multiple syringes found with no markings".

Manufacturer narrative:
H6: investigation summary: one photo and sixty five 3ml syringes (p/n 309657) were received and evaluated. The photo was of a sealed blister pack that had a syringe with no print. Two syringes were loose and had severe skewed scales and missing print with their plunger rods removed. There were 63 syringes sealed in blister packs from batch #1288917. There was no print on any of these syringes. The conditions observed were non-conforming per product specification. Potential root cause for the for the scale marking defects is associated with the process. It is likely a clogged ink manifold because of high ink viscosity caused the missing print, the skewed scale was likely due to a misfeed into the print head. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1288917 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd luer-lok¿ syringe sterile, single use, 3 ml was missing scale markings. The following information was provided by the initial reporter: "multiple syringes found with no markings."